Event description:
It was reported that a (B)(6) boy named (B)(6) developed a "blister" on his toe from an alleged "burn" from a 934 sensor used with a model 7500 pulse oximeter.

Manufacturer narrative:
Additional model# : 7500. Instructions for use cautions operator to inspect the sensor application site at least every 6 to 8 hours to ensure correct sensor alignment and skin integrity. Patient sensitivity to sensors may vary due to medical status or skin condition. It also cautions operator not to stretch the adhesive tape while applying the sensor. This may cause inaccurate readings or skin blisters.